Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited no capture at maximum output due to lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found internal abrasion breaching the ring electrode cable lumen on both cables at 3.5 - 4.0 cm and 3.5 - 4.9 cm from the distal tip. The redundant conductor insulation was intact.